Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. Customer stated that the insulin pump stopped giving him insulin and he was not able to hear it so he was having high blood glucose. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated they had a pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated displacement test was passed. The insulin pump will not be returned for analysis.